Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a submarine rapido pta balloon catheter to treat a lesion in the right -ica/cca. The lesion exhibited stenosis. Nothing unusual was noted during device preparation. No resistance noted while advancing the device to the lesion. During the surgery, the device was moved / repositioned in the lesion and the balloon was unable to expand completely, it also could not deflate completely when exhausting gas. The device was removed from the patient without any difficulty . Physician replaced it with another one to complete the surgery. The replacement device was used with the same inflation device. Physician determined the reason of the event is product defect. No injury was reported to the patient.

Manufacturer narrative:
Evaluation summary: the device was used as balloon still inflated and radio opaque solution inside the inflation lumen. Difficulties were encountered during attempt to deflate the balloon. The device was inspected and the shaft was found stretched close to the proximal balloon welding. The guide wire was inserted all length long without significant abnormalities. (B)(4).

Event description:
"Please note that this device (submarine rapido) is not marketed in the united states; however, it is similar to the united states marketed device (submarine plus). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."